Event description:
Information received by medtronic indicated that insulin pump had power error. Customer stated insulin pump was unable to charge. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. A this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running did occur during testing. Moreover, self test returned a power supply test failed during self-test. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running occurred on (B)(6) 2022 @ 12:00:00 & 12:44:00; power supply test failed during self-test occurred on (B)(6) 2022 @ 14:41:41. The case was cut open. After visual inspection, the first thing that noted was that the internal battery connector slightly popped out of its socket (pcba1 j6). Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of a power supply test failed during self-test was confirmed during testing. The this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and 75 are due to a disconnected internal battery. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer was able to clear the alarm and rewind the insulin pump.